Manufacturer narrative:
Product complaint #(B)(4). Section b5: additional information received indicated that the introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. One coil has been used successfully with the concomitant device prior to the encountered resistance. The event did not prolong the procedure a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # : (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the procedure, a 4.5x22mm enterprise stent (enc452212, 6259379) became impeded in the tip of a 150/5cm prowler select plus microcatheter (606s255x, 30529197) and could not be advanced or retracted. The physician removed the stent from the patient with the microcatheter (mc) together. A competitor¿s stent and microcatheter were used to complete the surgery. There was no patient injury report. Additional information received indicated that the introducer was fully seated and secured in the hub. They were not able to torque the device. There was no evidence of physical material within the device. One coil has been used successfully with the concomitant device prior to the encountered resistance. The event did not prolong the procedure a non-sterile prowler select plus 150/5cm was received inside a pouch for analysis. Upon arrival, microcatheter was inspected and it was found to be in good and normal conditions. Additionally, it was noted that EU 4.5x22mm stent 12 mm dw tip, also reported in the complaint, was inside the micro catheter. A prowler select plus 150/5cm was flushed and EU 4.5x22mm stent 12 mm dw tip was advanced through it without issues. No resistance in the microcatheter was noted during test. Stent deployed correctly and without damages. A manufacturing record evaluation (mre) was performed and no non-conformances related to the complaint were found during the review. The device was returned to cerenovus for further evaluation. Upon arrival, the prowler select plus 150/5cm was visually inspected and it was found to be in good normal conditions. Dditionally, it was noted that EU 4.5x22mm stent 12 mm dw tip, also reported in the complaint, was inside the micro catheter. The inner diameter (ID) and outer diameter (od) were measured, and they were found to be within specifications. Nothing was noted to be obstructing the mc when it was flushed, the enterprise stent was advanced through without difficulty until it reached the distal end and came out of the mc. The customer complaint regarding the mc being obstructed could not be confirmed since no functionality issues were noted on the device, no contributing factors could be identified from the device that might have resulted in the issue encountered during the procedure. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following precautions: ¿ do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. ¿ if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided. However, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00687.

Event description:
As reported by the field, during the procedure, a 4.5x22mm enterprise stent (B)(4) became impeded in the tip of a 150/5cm prowler select plus microcatheter (606s255x, 30529197) and could not be advanced or retracted. The physician removed the stent from the patient with the microcatheter (mc) together. A competitor¿s stent and microcatheter were used to complete the surgery. There was no patient injury report.